Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error hwrf. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) door is broken.the receiver would not turn on; therefore, a data log could not be retrieved. The reported event of an error icon display was not confirmed. A root cause could not be determined.